Event description:
In early 2009, a sales representative reported that in 2008, during an initial fusion surgical procedure on the pt's l4-l5, and l5-s1 spine, the surgeon placed the infix struts into the endplates at l4-l5. As he did so, the struts went into the endplates at an angle. The surgeon had to explant the endplates and struts which caused a surgical delay of one hour. The surgeon was able to finish the surgery as intended with the same size endplates and struts which he successfully implanted after the initial difficulty.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unk. Evaluation is pending upon completed investigation of the product.